Event description:
It was reported the patient had tmj device implanted (B)(6) 2005. It was removed 5/19/2009 as it was stated the patient had an allergic reaction to the material.

Manufacturer narrative:
The patient advised the manufacture of the fact the implants had been removed. No further complications have been reported. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two implants were explanted; see 1032347-2010-00035. Not returned for evaluation.